Event description:
Customer reported that she received a no delivery alarm. Customer was asleep when she got the alarm. Customer stated she could smell insulin; the tubing was pinched mid way. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer removed the infusion set and the cannula was not bent. Blood glucose value is 177 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.